Event description:
Consumer used sonic head for 2-months. Eventually it lost a bristle and he called to get more brush heads to get more brush heads. He threw the brush head away, unable to retrieve for review.